Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the 30 degree endoscope be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the 30 degree endoscope (part# 470057-08/lot# 10037086) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system (B)(4). The instrument had 1977 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hernia cicatricial surgical procedure, after rotating the 30 degree endoscope, the instrument movement was inverted. The caller (nurse) indicated that the endoscope was hard to rotate by hand. After replacing the 30 degree endoscope with a 0 degree endoscope, the caller stated the movement was normal. The procedure was completed. Per subsequent follow-up information received on 10-feb-2022, during the procedure the instruments suddenly worked in reverse. After consulting with intuitive surgical, inc. (Isi) technical support engineer (tse), the surgical staff concluded that on the console there was the command to flip the camera 180 degrees; however, that did not happen. The customer indicated that the robot thought it was turned and the instruments worked reversed. The scope was not turning smoothly when trying manually. The reversed control of the endoscope was experienced despite being oriented and installed correctly. The endoscope moved freely with uncontrolled motions. No video recording of the procedure is available for isi review. There was no patient harm or injury. No fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the reported complaint. Fa noted binding with the camera instrument adapter.

Event description:
Refer to h10/h11 for follow-up information.